Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded a shock impedance measurement of zero ohms. The patient was in the hospital the day that this measurement was recorded. There was no oversensing and no noise noted on the electrograms (egm). The threshold measurements and pacing impedances were stable. The plan is to continue monitoring at this time. This product remains in service. No adverse patient effects were reported.